Event description:
It was reported that the pump was replaced. It was later reported that it was thought to be malfunctioning. A dye study was completed, results were not available. The pump eri (elective replacement indicator) message noted 8 months "from now". Following replacement, patient sustained no injury, recovered without sequela. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 218mcg/day.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2001, explanted: unk.(B)(4). Analysis of the pump revealed no anomaly, normal device function.

Manufacturer narrative:
(B)(4).